Manufacturer narrative:
The insulin pump was received with crack case on all four corners near display window. The insulin pump was received with blank display due to moisture damage on electronic assembly. Moisture damage was found on motor assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer also reported that the insulin pump had crack on the screen. The customer's blood glucose was 120 mg/dl at the time of incident. The customer stated that the insulin pump was dropped. The customer declined to troubleshoot for blank display. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.